Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of laxity in their right triathlon ps knee that was implanted last (B)(6). The current 9mm ps insert was replaced with an 11mm ts insert providing more stability.